Manufacturer narrative:
A photo was provided showing the cl-10 chemolock bag spike broken in half along the white abs plastic. The break occurred at the thickest part of the bag spike. The probable cause is unknown. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint. Additional information h10.

Event description:
A complaint was received regarding a chemolock¿ bag spike that experienced breakage during use. The reporter stated that the product was broken. The event date occurred on 10-apr-2025. Status was during in use for patient. The medication used when this event occurred were cyclophosphamide 500mg/250ml normal saline. Thus, there was patient involvement, unknown human harm and unknown delay in therapy reported.

Manufacturer narrative:
E1 - this complaint was received through: (B)(6). The investigation is pending completion. Upon completion a supplemental MDR will be submitted.